Event description:
It was reported that pump displayed malfunction alarm code 12 with an associated fault, and no notable events occurred before the alarm. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully cleared malfunction without recurrence, and was advised to continue using pump and call back if malfunction alarm appeared again; customer acknowledged and understood these instructions.